Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three devices were received for evaluation; three events were confirmed during testing. Three devices were found to be affected by internal corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device would not go into safe mode which has the potential to run without user activation. There was no patient involvement; no patient impact.